Event description:
Additional information was received that an autopsy was performed but no cause of death was found so the cause of death remains unknown.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review of the event. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth was approximately 4-5mm on the non-coronary cusp (ncc) in the cusp overlap view with adequate commissure alignment; the tav marker was isolated to the right side of the image and 3mm on the left coronary cusp (lcc) in the left anterior oblique (lao) view. The depth was deemed acceptable, and the valve was released. There is evidence of a post-implant dilatation; however, no further images were provided. Thus, it is not possible to confirm final depth or any possible issues that could have contributed to the patient¿s death. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a transcatheter aortic valve replacement implant with a transcatheter aortic valve evfxplus-26, a patient with a medical history of renal impairment, severe aortic valve stenosis, and cardiomyopathy arrived at the critical care unit. The patient experienced a sudden onset of nausea and becoming unwell suddenly. This led to a cardiac arrest, requiring resuscitation. During resuscitation, the patient was returned to the catheter room for x-ray. The patient subsequently died, with the cause of death unknown.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.